Event description:
The product was used during a endoscopic cholecystectomy procedure. Reportedly, the clips scissored. The surgeon applied a disposable endo clip to complete the procedure. The hosp has reported no pt injury occurred.